Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that a black stain was found on the bd q-syte¿ luer access split-septum stand-alone device during an inspection. The following information was provided by the initial reporter, translated from chinese to english: "found a black stain on the needle-free infusion connector when inspecting the product, which was not used for patient treatment."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black stain was found on the bd q-syte¿ luer access split-septum stand-alone device during an inspection. The following information was provided by the initial reporter, translated from (B)(6) to english: "found a black stain on the needle-free infusion connector when inspecting the product, which was not used for patient treatment."